Event description:
Error 42.

Event description:
Error 42. Device history record was reviewed, no issue has been found. Device history log of volumat mc agilia us (B)(4) was reviewed , errors 42 (x2) are recorded. Issue reported by the customer verified in the log but could not be reproduced by the technical service team. Several infusions were started and no error or alarms happened. Pump also passed the downstream pressure sensor test as well as the other quality control tests. All results were within allowable ranges. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use.